Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they noticed gum recession and tooth chipping. When they saw their dds, they were diagnosed with gingivitis and the dds recommended the patient cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.